Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Continuous glucose monitoring (cgm), relative to intermittent self-monitored blood glucose (smbg) values, has allowed significant improvements in the management of diabetes mellitus. At the core of cgm is the accuracy at which the subcutaneous sensor performs. This prospective randomized study was conducted at six investigational centers in the united states and enrolled 93 subjects (14¿75 years of age) diagnosed with type 1 or type 2 diabetes with a duration of = 12 months. Additional inclusion criteria for study participation included adequate venous access and established insulin-carbohydrate and insulin-sensitivity ratios for subjects selected to participate in the hyperglycemic and hypoglycemic challenges. Exclusion criteria included hypoglycemic seizure, loss of consciousness, or an episode of diabetic ketoacidosis (dka) within 6 months of the screening visit; a history of central nervous system or seizure disorder; cardiac disorder resulting in syncope; myocardial infarction, unstable angina, coronary artery bypass surgery, coronary artery stenting, transient ischemic attack, cerebrovascular accident, angina, congestive heart failure, ventricular rhythm disturbances, or thromboembolic disease; a hematocrit lower than the normal reference range; a history of adrenal insufficiency; the inability to tolerate tape adhesive in the area of sensor placement; any unresolved adverse skin condition in the area of sensor or device placement (e.g., psoriasis, rash, staphylococcus infection); or active participation in an investigational study (drug or device) where treatment was received within 2 weeks of the screening visit. Additional exclusion criteria for female subjects included positive pregnancy test, unwillingness to use a form of contraception deemed reliable by the investigator, or a pregnancy planned during the course of the study. There were a total of 93 subjects enrolled (88 completed the 7-day training phase and 82 completed the 7-day study phase). There were five adverse events during the study, none of which was serious or device related. These included one each of gastroenteritis, worsening of benign prostatic hypertrophy, rash at the site of IV access, upper respiratory tract infection, and blistering from skin tac used under tape. A total of 704 skin assessments of the sensor insertion sites were conducted on 88 subjects. Most skin assessments were related to redness at the insertion site or in the adhesive area and were considered mild in nature. This study demonstrated that the medtronic guardian sensor 3 sensor, when inserted in the abdomen, has improved accuracy as determined by the within-percent agreement rates with <name omitted> reference values and overall mards of 10.6% (when calibrating every 12 h) and 9.6% (when calibrating 3¿4 times each day), for a duration of wear extended from 6 to 7 days.